Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the device was in need of service. This was attributed to normal wear. The device was repaired and returned to the customer on 11/07/2012. Placeholder.

Event description:
Customer reported that the reverse button could not be pushed anymore. This is report 1 of 1 for complaint #(B)(4).